Manufacturer narrative:
The reported field event of no communication was confirmed and was due to a low battery voltage. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator (ICD) was unable to be interrogated. A telemetry test was ran, but it failed, and it was determined telemetry could not be established due to premature battery depletion. The patient returned for a generator replacement on (B)(6) 2021. Upon removal of the device, it was noted that ICD had a bulged appearance and looked distended. The physician suspected that the device had expanded. The device was replaced. The patient was in stable condition.